Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after experiencing diaphragmatic stimulation that has been occurring intermittently since implant. The left ventricular lead was turned off. The patient was fine after the programming changes were made and would continue to be monitored.